Event description:
Information received by medtronic indicated that the customer received a critical pump error 35( a broken force sensor was detected during seating or regular delivery). No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm.unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm.successfully downloaded pump traces and history file using thump.critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 03/17/2024 14:38:45.000 and 03/17/2024 14:48:00.000.pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor.please see below for pump errors/alarms noted 2 days prior to the event date 17-mar-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 03/17/2024 15:25:00.000 unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Insert battery alarm was recorded and found in the formatted history file on: 03/17/2024 15:57:35.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.